Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s husband) contacted lifescan (B)(4) by email, alleging that the patient¿s onetouch ultramini meter was reading inaccurately compared to results at a hospital. The complaint was classified based on the reporter's email. It was not reported when the alleged inaccuracy issue with the meter first began. It was also not reported what diabetes management routine the patient was following or if she made any changes to her usual diabetes routine in response to the alleged issue. However, the reporter did indicate that the patient is pregnant. The reporter claimed that due to the alleged inaccuracy issue the patient was hospitalized with high blood sugar and that she had ¿problems in her pregnancy¿ but did not provide any specific of this allegation. It was not reported if the patient received any treatment as a result of the alleged issue. This complaint is being reported because the patient was reportedly admitted to hospital with high blood sugar and had problems in her pregnancy.